Event description:
Patient was referred for a generator replacement surgery due to possible end of service (eos) as the patient's device was not checked for the past several years. On (B)(6)2016, high lead impedance with dcdc - 7 on system diagnostic test was observed during the pre-op. As a result, a full revision was performed. The surgeon checked the pin insertion to make sure that it wasn't the cause of the high impedance. Therefore it is suspected that a lead fracture occurred. The generator was confirmed to be not at eos. The explanted products were reported to be accidently thrown away and could not be returned to manufacturer.